Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 26.8 mmol/l and 4.1 mmol/l. No death or serious injury reported. Requested return of suspect device for evaluation, however the test strips are all used up.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.